Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen under protector was damaged so touchscreen became unresponsive and could not be used. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.